Event description:
Information was received from a patient who was receiving clonidine and fentanyl via an implantable pump for non-malignant pain. It was reported that they were having issues with the handset, and "it happened several times. They mentioned they tried to do so "many boluses, it closed it." The handset showed close or wait. They waited, and they "did not receive the bolus but the count decreased." This happened several times. The patient added that they got "several error messages 6/7 times". They mentioned they cleared the data and cache, and it didn't do anything. They tried to do 3 boluses in a row, and the device did not confirm the bolus. Then later, they got all 3 boluses. They mentioned they started to hallucinate really bad. The patient reached out to the doctor yesterday and was advised to have the handset replaced. The agent tried to explain the connection lag issue with the patient. They mentioned tha t they deleted the data, and it didn't help with their issue. The agent also reviewed properly closing the application. According to the patient they were doing the exact steps. They insisted that it was not about connection lag issue but a handset issue. The agent warm-transferred to healthcare it (hcit) and explained the situation. The agent got an update from hcit and was informed that handset would be replaced, and that the patient had lost faith in the communicator.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.